Event description:
Boston scientific crm received information that attempts to interrogate this device with two programmers was unsuccessful. A magnet was applied and no beeping tones were audible. This device had been implanted in (B)(6) 2001. The local representative contacted other competitors to determine if this guidant device had been replaced with a competitor device. There was no indications that this device had been replaced. A discussion was held with the attending physician who will determine whether a device replacement will be performed due to the patient's current condition (severe dementia).

Manufacturer narrative:
No intervention was undertaken at this time. The available information suggests that this device remains implanted. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.